Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hexglobe driver was damaged. There is no further information available. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the x25 final tightener (p/n: (B)(6) lot number: gm5369551) was received at us cq. Visual inspection of the complaint device showed the tip is stripped/deformed. No other issues were identified with the returned device. Device failure/defect identified? Yes. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was received with a stripped tip. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369551 was released in a single batch. Batch1: lot was released on (B)(6) 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.